Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time change was affecting, after the time adjustment, orders were displaying as due one hour later. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer time zone wasn't configured correctly on the server. A technical support specialist (tss) changed the time zone and confirmed with the customer had no longer any delay notice at the station and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.